Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that therapy was disabled following a cybersecurity upgrade. On (B)(6) 2018, a cybersecurity upgrade was performed. On (B)(6) 2018, a merlin alert stating tach therapy disabled was observed. On (B)(6) 2018, the patient returned to the clinic to be checked and confirmed that therapy was not disabled. Since the device did not have disabled therapy, no further action needed clinically. The device will remain implanted. No patient symptoms were reported.